Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and a doctor came out to see her and treated with a manual injection of 10.0 units of insulin. Advised the customer to call back to troubleshoot when she returned from the holiday. No further information was provided.